Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called and reported there were air bubbles in her infusion set tubing. The customer stated her insulin pump was not rewound with the reservoir in place. Customer was advised to prime out the air bubbles. It was stated that the insulin was appropriately stored at room temperature. The customer was instructed to tap reservoir to gather small bubbles into a large one and push air back into insulin vial. The air bubbles did not persist after set change. The customer was advised the reservoir would be replaced and declined to return the product for analysis.